Manufacturer narrative:
Complaint conclusion: as reported by the smart pms for superficial femoral artery (sfa) study, a smart control (iliac 8x30) stent was deployed in the target lesion and implanted in the patient without any issue. Approximately three years later, the patient experienced worsening claudication, and the ankle-brachial index (abi) decreased to 0.61 on the right leg. About a month later, a target lesion revascularization was performed. The patient recovered. The patient¿s information was unknown. The original target lesion was the proximal portion of the right femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product was not returned for analysis. A device history record (DHR) review of lot 15651753 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Claudication is a well-known potential complication of endograft placement and is listed in the IFU as such. Claudication, which literally means ¿to limp¿, is one of the symptoms of lower extremity peripheral artery disease (pad), but can also occur in patients who have other vascular problems (eg, aneurysm). Claudication is defined as a pain or discomfort in a group of muscles, usually the legs, thighs, or buttocks, that is worsened by exercise (ie, walking) and relieved with rest. Although many underlying medical problems can cause claudication, the most common cause is peripheral artery disease, which causes deposits of fatty plaques (atherosclerosis) on the vessel walls. These plaques may progress and result in narrowing or completely block blood flow in the leg arteries. Peripheral revascularization is necessary to reopen an in-stent restenosis caused by neointimal hyperplasia and the ongoing disease process. Neointimal hyperplasia refers to proliferation and migration of vascular smooth muscle cells primarily in the tunica intima, resulting in the thickening of arterial walls and decreased arterial lumen space. Neointimal hyperplasia is the major cause of restenosis after percutaneous interventions such as stenting or angioplasty. Neointimal hyperplasia first develops with damage to the arterial wall, followed by platelet aggregation at site of injury, recruitment of inflammatory cells, proliferation and migration of vascular smooth muscle cells, and collagen deposition. Mechanical injury of arteries due to stretching of arterial walls with a balloon catheter results in the recruitment of cells such as monocytes, macrophages, and neutrophils to the site of injury. Macrophages in particular express many growth factors, cytokines, and enzymes that facilitate vascular smooth muscle cell migration and proliferation. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the smart pms for superficial femoral artery (sfa) study, a smart control (iliac 8x30) stent was deployed in the target lesion and implanted in the patient without any issue. Approximately three years later, the patient experienced worsening claudication, and the ankle-brachial index (abi) decreased to 0.61 on the right leg. About a month later, a target lesion revascularization was performed. The patient recovered. The patient¿s information was unknown. The original target lesion was the proximal portion of the right femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown.